Manufacturer narrative:
Concomitant medical products: product ID: 9735825, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the breakout box was replaced. The system then passed the system checkout and was found to be fully functional. The breakout box was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The unit showed a fault in the software. The unit also had physical damage. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this system booted to a break out box faulted message. Multiple reboots and reseats did not resolve the issue. There was no patient.